Event description:
It was reported that a loss of therapeutic effect occurred. There was no known accident or incident related to this event. Additionally, there were telemetry issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen by their physician on (B)(6) 2011 and was reprogrammed. The patient had problems with recharging the ins. If the problems persisted the patient was to call the physician's office. The office has not heard back from the patient.

Event description:
Additional information received reported that the cause of the event was unknown. It was also unknown if the event was due to the implantable neurostimulator or lead/extension. No surgical intervention had taken placed. The patient was referred to a neurologist. The signs and symptoms associated with the event included that the device was non-therapeutic. The patient did not require hospitalization and there was no injury to the patient.